Event description:
It was reported that the patient went to a doctor and was diagnosed with a skin infection. The patient's blood glucose (bg) values reached over 400 mg/dl. For treatment, the patient was given the antibiotics sulfamethoxazole and trimethoprim to take 2 times daily, 800/160mg for the next 7 days. The pod was worn longer than 48 hours on the arm. The patient was discharged after a hour. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.